Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to tetanic spondylitis. Intra-op, when inserting screw at the right side of l3, the tip of the screw driver broke. As the bone was hard and the resistance of the subcutaneous tissue was strong, a large force was required for screw insertion that led to the breakage of the tip. According to the physician the broken part remained inside the screw. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual microscopic hardness 3mm is missing from the tip of the inner shaft. A microscopic review of the fracture surface shows a material flow consistent with torsional overload. The hardness was checked using wilson hardness tester #0094 and meets print spec. If information is provided in the future, a supplemental report will be issued.